Manufacturer narrative:
The pump was received with button error alarm and intermittent act button response due to corroded keypad traces. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 94mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.